Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported intermittent occlusion alarms occurred. Customer changed pump supplies to address the issue. The customer's blood glucose (bg) level was displayed as "high"; however, a specific value was not provided. The elevated bg was addressed by a correction injection via manual insulin therapy and correction bolus via the pump.